Manufacturer narrative:
Patient identifier - requested, not provided. Age and date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. - attachment: (B)(4)

Event description:
The user facility reported that the angio-seal deployed as intended without any issue. The facility stated that the patient had oozing from the site and held pressure to rectify the situation. The estimated blood loss was < 250 cc but it was uncommon for them to experience any bleeding. The procedure outcome was successful.